Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who is implanted with a neurostimulator for spinal pain and for post lumbar laminectomy syndrome. It was reported that the patient met with the patient the week prior to the report for normal reprogramming. During the reprogramming, an out of regulation message was seen on the manufacturer representative¿s tablet, but she was able to reprogram around the out of regulation message. The patient was able to use her patient controller and increase stimulation without any error message in the office. When the patient got home, the patient was then getting the settings not available message on the patient controller. The patient met with another manufacturer representative. Impedances were checked at that time, and the patient was programmed with an orange-colored contact. The manufacturer representative reprogrammed around the orange-colored contact at that time. The patient was able to increase her intensity with her patient controller in the office and no message was seen. The patient went home and then saw the settings not available message again when the patient was attempting to increase stimulation. Contact 15 was showing greater than 40,000 ohms and contact 9 was greater than 10,000 ohms. Contacts 10, 11, 12, and 13 were greater than 2000 ohms. The manufacturer representative was going to try to reprogram the patient using contacts 0-7 only. There were no patient symptoms or complications reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative regarding the patient. It was reported that the cause of the high impedances was unknown and there were no external factors noted which may have caused or contributed to the event. The patient experienced an increase in pain due to not being able to increase the stimulation due to seeing the settings not available message. The manufacturer representative was able to reprogram the patient for effective coverage using only contacts 0-7. There were no further complications reported or anticipated.

Manufacturer narrative:
H10. Correction to supplemental 001. Correction to b1. An adverse event and product problem were reported. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.